Event description:
Additional information received from a healthcare professional (hcp) and a consumer via a clinical study and a manufacturer representative (rep) reported there was movement in the pump pocket and the patient reported it was uncomfortable. The patient reported that the staff said it was difficult to refill due to pump movement in pocket. There was no factors reported that may have led or contributed to the issue, and there was no diagnostics/troubleshooting performed. On (B)(6) 2021 the pump was repositioned where it was relocated from the right buttock to the right abdomen. The outcome of the event resolved without sequelae on (B)(6) 2021. The patient's status at time of report was alive-no injury. Known medications included aspercreme (lidocaine) 4% topical patch, cephalexin 500 mg capsule, cymbalta 60 mg tablet (delayed release), dicyclomine 20 mg tablet, hibiclens 4% topical liquid, levothyroxine 75 mcg capsule, lorazepam 0.5 mg tablet, mupirocin 2% topical ointment, naproxen 250 mg tablet, omeprazole 20 mg capsule (delayed release), prazosin 2 mg capsule, and trazadone 100 mg tablet. The patient had no known allergies. The patient's weight was 244 pounds, height was 5 feet 1 inch, temperature was 97.1, blood pressure was 150/93, pulse was 76, and oxygen level was 96. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient with an implantable pump. The pump administered the following medications: fentanyl (concentration: 2000 mcg, dose rate: 400.04341 mcg/day), bupivacaine (concentration: 20 mg, dose rate: 4.00043 mg/day) pump movement in the pocket was reported. It was indicated that when the patient would sit, the pump poked into them and the pump goes horizontal to where it feels like it is flipping. It was indicated that moving the pump to the abdomen was recommended. The device diagnosis was pump inversion. The clinical diagnosis was not applicable. The event was ongoing. No actions were taken. Regarding etiology, the relationship of the event to the device or therapy was related, and the relationship of the event to the implant procedure was not related. The patient¿s weight was not measured at baseline.